Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device analysis was not performed due to legal hold.

Event description:
It was reported that the patient was deceased and there was a potential allegation from the family that the implantable cardioverter defibrillator (ICD) system caused or contributed to the death of the patient. Additional information was received from the medical examiner that on the date of death the patient had contacted their mother and reported they were experiencing labored breathing. The patient's mother returned home and found the patient on the bathroom floor, not breathing. 911 was called. CPR was performed by the first responders but the patient was pronounced dead. It was noted by the health care first responders that there were pill fragments in the patient's vomit. No trauma was noted. It was also reported that the patient had a history of depression, prescription medication abuse and suicide attempts. Cause of death was pending further investigation.